Manufacturer narrative:
In initial report, date of this report was not entered as it should have been 9/8/2015. This follow up has the correct date. All pertinent information to abbott has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Clinic reported laser vision correction patient presented to be evaluated for enhancement in both eyes 5 years post treatment. Patient was diagnosed with ectasia as orbscans were suspicious and were sent for review. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of unclear vision for the last 6 months. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2010: right eye pre-op 20/15 -1.25 x -2.50 x 5; left eye pre-op 20/15 -1.50 x -3.75 x 172. Bcva from (B)(6) 2010: right eye post-op 20/15 .00 x -.25 x 48; left eye post-op 20/15 0.00 x 0.00 x 0. Bcva from (B)(6) 2015: right eye post-op 20/40; left eye post-op 20/20.